Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the lead was cut and damaged during the procedure. The rep reported that the physician damaged the lead on accident, it wasn't device related. The rep reported that a new lead was opened and implanted with no issue. The issue was resolved. No further complications were reported.